Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had been hospitalized. The customer had been experiencing low blood glucose levels while in the hospital. The customer was transported to the hospital by the paramedics. And the perceived cause of the customer's low blood glucose was the failure of the insulin pump. At the time of the phone call it was 50 mg/dl. The customer was treated at the hospital, with an injection. The customer had heart trouble. Troubleshooting was performed on the insulin pump. The drive support cap was recessed. The customer stated that the buttons of the insulin pump were very hard to push. The customer stated that they needed to use a nail to be able to press the buttons. The customer had suspended the insulin pump and had reverted to manual injections of insulin. The discontinuation of the device was advised. Nothing further was reported.